Manufacturer narrative:
Logfile review shows during the whole day the user performed (B)(6) treatments successfully without any error or relevant warning. According to the missing treatment report no related treatment can be identified and so a review of the complete day was performed. According to quick user manual the user used energy settings which are within the defined recommended arrangement of pulse energy. During the complete day the energy was stable with no abnormalities. No abnormalities can be identified by the logfile review. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. No technical root cause could be identified as the laser was found to be within specifications. Diffuse lamellar keratitis is a known complication of refractive laser surgery. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A certified ophthalmic assistant reported a patient with 1+ diffuse lamellar keratitis of the left eye at 12 o`clock peripherally 1 day following lasik. The topical steroids were increased to every two hours. The symptoms resolved two days following onset. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.